Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer¿s previous implantable neurostimulator (ins) was replaced because of an exposure, passing to close to a speaker during a wedding party. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the ins was damaged during a wedding celebration. It had been replaced on (B)(6) 2017. There was a report that it was thought that the ins was thrown out. Troubleshooting included impedance tests. Actions/interventions were unknown and the issue was not resolved.